Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that at the end of the implant attempt, fluoroscopy revealed that the right ventricular lead had dislodged. The helix would not extend during repositioning. The lead was removed and a new lead was successfully implanted.